Event description:
Maersk medical was informed by minimed inc that a diabetic under continuous insulin pump therapy was admitted to hosp for hyperglycemia. The user was treated with IV insulin drip and charged. The user stated that when the user went to change infusion set the user discovered the cannula had come out from under the user's skin and was just sitting between the user's skin and the adhesive.